Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. The evaluation of the provided logs shows that the internal leakage test, pressure transducer test, expiration valve test and the patient circuit test failed during the pre-use check. Respiratory rate: high, vt insp. Overrange, inspiratory flow overrange, peep low, check tubing, expiratory minute volume: low, peep high and paw high were active during ventilation. Our field service engineer investigated the ventilator on site. The fault was observed on the pressure transducer printed circuit part (pcb). The issue was solved by replacing the faulty pcb. After replacement the ventilator was suitable for clinical use. In addition, both battery modules were also replaced. The faulty pressure transducer pcb was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.